Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the cable raceway had been dislodged from its housing. The cable raceway was realigned, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout; these alarms would have caused an inability to mechanically ventilate. There was no report of patient involvement.